Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because, the affected prod was not returned to cook endoscopy for eval. After a review of the device history record for this lot #, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve mo complaint history for this prod family was conducted. Based on this info, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: band deployment difficulties can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, constricting the trigger cord and preventing proper band deployment. Another possible contributing factor to band deployment difficulties includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can also restrict trigger cord movement and result in band deployment difficulty. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord near the handle if band deployment difficulties are encountered. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). The info provided indicated this technique was not utilized when resistance in band deployment was encountered. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure to band esophageal varices, the physician used a cook endoscopy six shooter multi-band ligator. The first four bands deployed successfully. The last two bands would not deploy. Another device was used to complete the procedure. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.